Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, service and complaint history, trending by product line and system serial number, failure mode effects analysis, the system hazard and user misuse analysis and the health hazard evaluation. The DHR was reviewed and no issues were noted. The service and complaint history for six months shows no similar issues with the unit. Trending analysis for the problem "leaking from basin" was reviewed and the trend line lies below the upper control limit. The fmea (failure mode effects analysis) was reviewed for all aer leak related failure modes and the overall risk numbers (rpn) below the threshold of 100. The shuma (system hazard and user misuse analysis) for cidex opa/disopa was reviewed and the initial risk numbers were a category ii or "as low as reasonably practicable." The hhes (health hazard evaluations) were reviewed and found the highest hazard / risk index to be 5, which is considered low risk.

Event description:
A customer reported that the asp automatic endoscopic reprocessor (aer) unit leaked disinfectant believed to be cidex opa. The leaking was inside the unit and on to the floor during the disinfect cycle. The issue was resolved by tightening the quick connectors. Asp service was not requested. The customer stated that the unit was returned to normal operation. There was no report of harm or injury relating to this event.